Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was on their way to the emergency room because they didn¿t feel well and couldn¿t urinate. The patient was asking for physician listings. The patient reported that since the implant in june they had been having trouble urinating and urinating on themselves and shocking on their side. The patient had been trying new programs and then would pee themselves and now felt like their kidneys hurt. The patient stated 3 days ago they started urinating orange and then it was hard to urinate in the morning, so they started urinating in the nighttime. The patient continued that the next day they were having little spots of blood and their hands and legs were swollen up. The patient stated they had to push to urinate. The patient hadn¿t turned the stimulator off because they had been changing the programs. The patient was redirected to a healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had scheduled an appointment with their urologist on (B)(6) 2020 when asked for the actions taken to resolve their retention. The patient also indicated that the shocking on their side had not been resolved yet. No further complications were reported.